Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the leak was unknown, but it was stated that there may be a leak in the reservoir.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the device was depressed, it was found that there was leakage. The device was replaced and there was no injury to the patient.

Manufacturer narrative:
The returned port met the requirements for leak testing. There was proteinaceous debris observed within the interior and exterior of the port. The returned catheter was patent and met the requirements for leak testing. All ports and catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.